Event description:
This supplemental report is being submitted to provide the results of the investigation.

Manufacturer narrative:
The returned device was evaluated, and the user's request of ¿unable to connect to camera¿ was confirmed due to a damaged coupler. A DHR review was completed, and no issues were identified. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient, the instructions for use provides the following: before attaching the endoscope, make sure that its eyepiece is attached to the endoscope firmly. If the eyepiece is loose, the endoscopic image may be out of focus or may fluctuate, or the endoscope may fall off. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high-definition autoclavable camera head will not connect. The date of the event is unknown. It is also not known when the issue occurred and what type of procedure was the device being used for. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional relevant information becomes available.